Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the event is unknown; the date is the date the complaint was received.

Event description:
A customer reported he received an error-3 display message on his freestyle freedom lite blood glucose meter upon sample application, and subsequently was unable to test. The customer also reported he experienced symptoms of nausea, dizziness and confusion, and took his regular insulin medication to counteract the event. In addition, the customer reportedly self-presented at a health care facility where although he reported he was treated with "shots", he did not know his medical diagnosis and the name of the medications given. There was no report of death or permanent impairment associated with this event.